Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The batch number we received of 9318761 does not match up with the product # 309657. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip packaging had no perforation on it before use. This occurred on 100 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "this is just to inform you that in our recent boxes of syringes bd309657 there were some defected packages. The syringes are usually singles; these strips of 3 were not divided, there is no perforation at all. One strip is even missing a syringe. It's like if the machine had a hiccup. The lot # is 9318761 on the ones we found."